Event description:
It was reported that a capio device misfired during the procedure, and an alternate device was used to complete it. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired.